Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant procedure, low sensing was observed. The lead was replaced and returned for investigation. The patient was in a good condition before and after the procedure.